Event description:
The doctor was performing a cysto case when the fiber broke outside of the scope, and produced a very minor burn/lesion on the doctor's index finger. No skin was broken and no other injuries. The case was finished with another b200 device.